Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the infection was resolved. The rep reported that they had possession of the neurostimulator (ins) and would be returned.

Manufacturer narrative:
A follow up report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient hat the pocket site. The pocket site was moved to the left buttocks using extensions and the battery was replaced. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) was not done as it was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.